Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 11/24/2025. It was reported that on (B)(6) 2025, around 330am, while sleeping, the patient had a seizure. The patient's wife called ems. There was no mention of what the patient's cgm value was at this time. Once ems arrived, the patient was transported to the ER. The patient became aware of his surroundings on the way to the ER. At the ER, the patient's bg meter reading was 150 mg/dl while the cgm was reading 230 mg/dl. No calibration was done and the patient was advised to change his sensor. The patient underwent unspecified tests; however, no medication or treatment was provided to the patient. The patient was discharged home after 5 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(4).2025, the patient reported being transported by emergency medical services to the emergency room after experiencing a seizure due to inaccuracy cgm values. At some point during the event, the patient¿s cgm was reading 230 mg/dl while the bg meter was reading 150 mg/dl. It was not specified if this comparison set of values was taken during the timeline of events. No other patient or event details were available (including medication/treatment details). Attempts to reach the patient back for further event clarification were unsuccessful. The patient was discharged from the ER after being there for less than 24 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.